Event description:
It was reported that there was an air in line error message. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device, customer complaint of air in line error confirmed through performance verification tests and incoming inspection. Probable cause air in line sensor isn¿t working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period